Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This notification was reviewed due to a report that the user of the device was diagnosed with cancer and passed away. The patient's family alleged that this incident was associated with the usage of the device. Per report of the event, "the customer is dissatisfied with product quality and requested for investigation on the device." No further clinical details were reported. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harm reported. Additionally, there is no other clinical information provided to indicate any causal relationship between the device and the harm reported. Also, thus far testing of the sound abatement foam has shown no evidence to suggest possible exposure to foam vocs/particulates would result in any serious harm or death. Therefore, based on available information, the reported alleged death and cancer are assessed as not related to the device in this case. Complaint review has determined that due to insufficient information this will be reported. Although there is not an allegation that the device caused or contributed to the mentioned "death". The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.